Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 417 mg/dl and 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with pump and manual injection. Customer stated other blood glucose reading was as low as 67 mg/dl and 125 mg/dl and 274 mg/dl. No information about auto mode was given. The insulin pump will be returned for analysis.